Manufacturer narrative:
(B)(4). Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: this patient had a fractured ivc filter of some sort. The manufacturer of the filter is unknown. The legs of the fractured filter had potentially migrated to the heart. Update 12sep2016: the physician will let the rep know if it was a cook filter upon retrieval. Patient outcome: the patient is in stable condition.

Manufacturer narrative:
This event submitted to FDA under manufacturer report #3002808486-2016-01108 will be closed/cancelled as the patient did not received a filter manufactured by cook medical. (B)(4). Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629.. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: this patient had a fractured ivc filter of some sort. The manufacturer of the filter is unknown. The legs of the fractured filter had potentially migrated to the heart. Update 12sep2016: the physician will let the rep know if it was a cook filter upon retrieval. Patient outcome: the patient is in stable condition.